Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. Evaluation found that the first row of keys were inoperable when testing the keys. The device was determined to not meet all product specifications related to the reported event. The top buttons on the keypad don't work was verified. The cause was determined to be a failed keypad, which was replaced to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top buttons on a spectrum pump's keypad did not work. There was no known patient injury or medical intervention associated with this event. No additional information is available.